Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ipg wound site healing issues along with purulent discharge and pain at their ipg site following their implant procedure on (B)(6) 2020. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the wound was washed, drained and closed. The issue did not resolve following the procedure and patient still experienced all the previously reported symptoms. Additionally the patient was placed on oral antibiotics and is seeing a wound specialist to further address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.